Manufacturer narrative:
Correction: annex a: a040101. Annex c: c07. Annex d: d15. Additional information: remedial action required, remedial action # annex a: a0406. Annex c: c16. Annex d: d0302. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the pump module failed calibration test was confirmed and replicated during testing. The device was fully evaluated, and the issue is being attributed to the lifting of the top right, middle right and middle left bezel boss inserts. On october 17, 2025, bd issued a notice to remind users to be aware that dropping the alaris¿ pump module may cause damage to internal components. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, this damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. The external and internal inspections were performed on the suspect pump module. All pump module parts inspected were determined to be manufactured by bd. Asm rate calibration task was performed on the pump module to confirm the issue related to the rate calibration. Test results revealed that the device¿s vpmr was 150.7 l (actual error (B)(4)%). The new vpmr was found out of range, the asm rate calibration task failed and indicated the pump module needed to be repaired. For testing purposes, a known good bezel assembly from the dchu facility was temporarily installed in the suspect device. Additional calibration was then performed, and the pump module passed with an error of (B)(4)% and a vpmr of 171.7 l. Results indicate the device was operating within specification. The event date was reported as (B)(6) 2026; the time of event was not reported. A review of the suspect pump module error log showed no errors were recorded related to the reported event. The pump module event log showed the suspect device was attached to the concomitant pcu s/n (B)(6) as channel a at 8:45 am, however no infusions were programmed on the reported event date. The pump module event log does not contain keypress information, therefore, it is not possible to confirm whether maintenance mode was accessed via the pcu, as the pcu and its associated logs were not returned for investigation. The last recorded infusion occurred on (B)(6) 2025, at 2:57 pm, the suspect pump module was attached as channel a to the concomitant pcu s/n (B)(6) and an infusion with rate of 999 ml/h and vtbi of 999 ml was programmed. The infusion started as expected, however a few seconds after pump alarmed for ¿air in line¿, at 2:58 pm user turned off the device. Per the field action regarding an urgent medical device product correction (mms-24-5134-fa) customers should not use a device that has been dropped or severely jarred. Devices that have been dropped or severely jarred should be segregated and sent to biomedical engineering for inspection, to ensure the device is functioning properly before reuse. As directed in the ¿summary of warnings and cautions¿ section of the bd alaris¿ infusion system with guardrails¿ suite mx user manual: ¿if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse.¿ this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had will not calibrate. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the pump module failed calibration test was confirmed and replicated during testing. The device was fully evaluated, and the issue is being attributed to the lifting of the top right, middle right and middle left bezel boss inserts. On (B)(6) 2025, bd issued a notice to remind users to be aware that dropping the alaris¿ pump module may cause damage to internal components. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, this damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. The external and internal inspections were performed on the suspect pump module. All pump module parts inspected were determined to be manufactured by bd. Asm rate calibration task was performed on the pump module to confirm the issue related to the rate calibration. Test results revealed that the device¿s vpmr was 150.7 l (actual error -6.500%). The new vpmr was found out of range, the asm rate calibration task failed and indicated the pump module needed to be repaired. For testing purposes, a known good bezel assembly from the dchu facility was temporarily installed in the suspect device. Additional calibration was then performed, and the pump module passed with an error of 0.4167% and a vpmr of 171.7 l. Results indicate the device was operating within specification. The event date was reported as (B)(6) 2026; the time of event was not reported. A review of the suspect pump module error log showed no errors were recorded related to the reported event. The pump module event log showed the suspect device was attached to the concomitant pcu s/n (B)(6) as channel a at 8:45 am, however no infusions were programmed on the reported event date. The pump module event log does not contain keypress information, therefore, it is not possible to confirm whether maintenance mode was accessed via the pcu, as the pcu and its associated logs were not returned for investigation. The last recorded infusion occurred on (B)(6) 2025, at 2:57 pm, the suspect pump module was attached as channel a to the concomitant pcu s/n (B)(6) and an infusion with rate of 999 ml/h and vtbi of 999 ml was programmed. The infusion started as expected, however a few seconds after pump alarmed for ¿air in line¿, at 2:58 pm user turned off the device. Per the field action regarding an urgent medical device product correction (mms-24-5134-fa) customers should not use a device that has been dropped or severely jarred. Devices that have been dropped or severely jarred should be segregated and sent to biomedical engineering for inspection, to ensure the device is functioning properly before reuse. As directed in the ¿summary of warnings and cautions¿ section of the bd alaris¿ infusion system with guardrails¿ suite mx user manual: ¿if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse.¿ root cause: the root cause of the reported failed calibration test was confirmed and replicated during laboratory testing and is being attributed to the lifting of the top right, middle right and middle left bezel boss inserts. This condition can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had will not calibrate. There was no patient involvement.